Event description:
It was reported that leakage occurred with a bd syringe¿ with needle. The following information was provided by the initial reporter, "during taking solution, it was found solution can't be drawn in barrel. Air leak from the tip of plunger."

Manufacturer narrative:
Investigation: bd was not provided with photos or samples for catalog 301940 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Lot# was not returned so a DHR could not be performed.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd syringe¿ with needle. The following information was provided by the initial reporter, "during taking solution, it was found solution can't be drawn in barrel. Air leak from the tip of plunger."